Event description:
The initial attorney report alleged pain, infection, adhesions and mesh explant due to defective mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2004 - repair of incisional hernia with composix kugel mesh (1). On (B)(6) 2004 - office visit, patient reports that she was lifting something and thought that she felt a popping sensation in her rlp. She also notes some occasional burning sensations. Assessment: the burning is most likely the healing process continuing. The popping sensation that she had was well away from the site of her previous surgery. There is no evidence of a hernia. On (B)(6) 2004 - repair of recurrent incisional hernia with composix kugel mesh (s). Composix kugel mesh (1) was not excised it was kugel mesh (2). Composix kugel mesh (1) was not excised it was "used to help us define the borders." (Note: composix kugel mesh (2) was reported to the FDA in accordance with (B)(4)). On (B)(6) 2004 - office visit notes, patient is doing fairly well. On (B)(6) 2004 - office visit notes, patient was started on antibiotics because of some drainage and mesh presence. Wound is well healed, there is a small area with some purulence. It is noted that the purulence does not seem to go all the way to the mesh. On (B)(6) 2005 - patient presented with an abdominal wall mass and underwent lysis of adhesions. Omental adhesions to composix kugel mesh (2) were noted; adjacent to this mesh on the right, at the junction of the obliques and rectus muscle there was a laxity. The area was imbricated with sutures. On (B)(6) 2007 - patient presented with rlp pain and a question of a bulge. She underwent excision and reportedly, the edges of the composix kugel mesh (2) had contracted and omentum was stuck to the underside of it. Both composix kugel mesh were excised.

Manufacturer narrative:
Initially, one event composix kugel mesh (2) was previously reported by the patient's attorney. However, review of the medical records showed there to be an additional implant. Based on the information available at this time, no definitive conclusions can be made. Following repair of the patient's recurrence the patient developed a superficial wound infection; however there was no involvement of the mesh. The information provided indicated that the patient was treated for recurrence. Recurrence is a known possible adverse reaction listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.